Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero needleless connector experienced difficulty disconnecting the device. The following information was provided by the initial reporter: the nurses mentioned that the needle-less connectors are difficult to remove and they need to use hemostats to get them off.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of connection issue - unable to disconnect could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero needleless connector experienced difficulty disconnecting the device. The following information was provided by the initial reporter: the nurses mentioned that the needle-less connectors are difficult to remove and they need to use hemostats to get them off.